Event description:
Being on a pressurized plane with the omnipod 5 device has caused inappropriate insulin delivery and severe hypoglycemia resulting in being found unresponsive, ems care and hospitalization.